Event description:
A report was received that the patient, who was extremely thin, had a superficial ulcer around the battery site. The battery was a little bit protruding around the skin that was causing discomfort. There was no infection at the ulcer site. The patient underwent a revision procedure wherein the battery was relocated. Antibiotics were administered, and the area was cleaned out during the surgery. The patient was doing well postoperatively.